Manufacturer narrative:
The device was received for evaluation. Visual inspection noted that the tubing/luer was assembled incorrectly into leg of ¿y". Functional testing including leak testing, clamp function testing, and clear passage testing were performed. The disposable failed leak testing due to the incorrect assembly. The reported issue was verified. The cause was due to incorrect assembly during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a capd disconnect y set had loosened during a drain phase. When the issue was found, the patient replaced a new product to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.